Event description:
Procedure type: gastrectomy. According to the reporter: the customer states the inability to fire the stapler after loading. They changed the stapler and found great difficulty during firing. The second firing was completed with extra force. There was no unanticipated tissue loss, however, there was tissue damage as there was insecure closure of the tissue and bleeding as a result from the incomplete firing of the first firing. Surgical time was delayed by more than 30 minutes. There was no blood loss of 500cc or more. There was no reinforcement material used in this procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).